Manufacturer narrative:
The insulin pump had no button response due to lcd keypad connector unlocked. Analysis was unable to verify motor position encoder error alarm due to button and keypad anomaly. The motor passed motor test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window.

Event description:
The customer reported via phone call that they received motor position encoder error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.